Event description:
During follow-up, premature battery depletion was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Additional investigation of the battery was performed, and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
During follow-up, premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.